Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. They called saying that when they went to open up an evh kit, it was completely empty...there was actually nothing in it. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Updated section: d4,g4,g7,h2,h6,h10 internal complaint number: (B)(4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. They called saying that when they went to open up an evh kit, it was completely empty...there was actually nothing in it. A replacement device was used to complete the procedure. No patient involvement.